Event description:
In or around 2011, a "pelvic mesh product" was implanted in the plaintiff to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleged "after, and as a result of the implant" the plaintiff "suffered serious bodily injuries, including extreme pain, erosion of her internal tissue, dyspareunia" and other damages. It was also alleged that the plaintiff "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries."

Manufacturer narrative:
It is unk which ams pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.